Event description:
It was reported via repair work order that the bed had intermittent power due to auxiliary power cord was missing ground pin and main power cord power prong was loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.